Manufacturer narrative:
No adverse effects were reported as a result of this event. As the complaint is due to a shipping error no product evaluation will be performed. The facility reports the surgery was completed successfully. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The customer did not receive the shipment overnight delivery as requested resulting in the surgery being delayed until the following day. The patient was already in the operating room and under anesthesia.